Manufacturer narrative:
(B)(4). Citation: european journal of obstetrics & gynecology and reproductive biology 146 (2009) 227¿231; doi:10.1016/j.ejogrb.2009.06.013. (B)(4).

Event description:
It was reported via journal article: "title : laparoscopic sacrocolpopexy in the treatment of vaginal vault prolapse:8 years experience". Author: r. Granese , m. Candiani , a. Perino , f. Romano , g. Cucinella. Citation: european journal of obstetrics & gynecology and reproductive biology 146 (2009) 227¿231; doi:10.1016/j.ejogrb.2009.06.013. The aim of this study was to evaluate the long-term results of a laparoscopic sacrocolpopexy using a polypropylene mesh for the treatment of vaginal vault prolapse. Between jan1999 and jan2007, 165 female patients (average age of 67 years [ranged 58-76 years; sd of 19.22 years]) underwent laparoscopic sacrocolpopexy procedure for vaginal vault prolapse. In laparoscopic sacrocolpopexy, vyprol mesh was used initially where it was inserted laparoscopically to avoid erosion. The mesh was stitched on both sides using vicryl sutures. The two meshes were then joined together at the apex of the vaginal vault and, finally, anchored, without tension, to the presacral ligament with ethibond sutures. Peritonealization was performed using absorbable sutures with vicryl. Additional procedures were carried out such as posterior repair and vaginal perineorrhaphy, paravaginal repair and burch colposuspension, and anterior colporrhaphy and urethropexy. Postoperative complications included fever (n=10) resolved with oral antibiotics therapy, lumbosciatica (n=5) resolved with physiotherapy, detrusor overactivity (n=15) resolved with medical therapy, vaginal haematoma (n=2) resolved with medical therapy in one case and an incision in the other case, and minimal dyspareunia (n=5) for which 3 resolved spontaneously and 2 cases persisted. At a median follow-up of 43 months (ranged 6-96 months), observed symptoms included urinary stress incontinence (n=11), urinary urge incontinence (n=25), de novo urinary incontinence (n=7), constipation (n=18), obstructed defecation (n=8) and bowel urgency (n=3). In the same follow-up period, new prolapse included cystocele (n=11) where 7 patients with non-previously treated had 2nd degree cystocele and 4 patients had 3rd degree cystocele treated with anterior colporrhaphy; new cases of 3rd degree rectocele (n=13) and 2nd degree rectocele (n=3) treated with posterior colporrhaphy; and two cases of enterocele (who had no additional procedures other than sacrocolpopexy). In recurrent vaginal vault prolapse (n=7), 3 patients had vaginal vault detachment after a period of 7-20 days caused by vyprol mesh, another 3 patients where mesh detached after less than 1 month attributed to steep learning curve with the technique and the suture was not strong or efficient enough, and 1 patient who had vaginal erosion where mesh protruded in the vagina between the first and second follow-up which was treated with removal of mesh. An increase in constipation and obstructive defecation postoperatively was possibly caused by the mesh itself bound too tight to the muscle or too low, tracing this back to the surgeon not having the same experience as in the later period. Laparoscopic sacrocolpopexy, in the hands of an expert surgeon, can be considered a safe, effective procedure for the treatment of vaginal vault prolapse.